Event description:
He wore the brace during the day for one or two days. He noticed red and itching skin underneath the brace. The redness worsened to raised sores (not open) and they continued to itch. Stopped wearing the brace and tried lotion. He went to a dermatologist who prescribed triamcinolone acetonide ointment. He is getting better and not worried about it.

Manufacturer narrative:
Method: product was not returned to the manufacturer. Results: product was not returned for evaluation. Conclusions: no conclusion can be drawn.